Event description:
Per provider: operator valve failed resistance s/n (B)(4). Per independent repair center statement: unit low o2 or yellow light, key failure is valve operator failed resistance. Additional issues are tie wraps leak and sieves saturation.